Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a customer medwatch report ((B)(4)) stating that the sorin heater-cooler system 3t tested positive for mycobacteria. The water source for filling the machines was also found to be contaminated. To date, the hospital has not identified any mycobacterium surgical site infections in cardiovascular surgical patients. The unit has been disinfected by the facility. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a customer medwatch report (2300380000-2015-8008) stating that the sorin heater-cooler system 3t tested positive for mycobacteria. The water source for filling the machines was also found to be contaminated.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a customer medwatch report (2300380000-2015-8008) stating that the sorin heater-cooler system was 3t tested positive for mycobacteria. The water source for filling the machines was also found to be contaminated. The unit ((B)(4)) was disinfected by the facility and the filter of the water source was changed to a pall filter. The water source was retested and showed no growth. Follow-up communication with the customer revealed that the unit had been used within the or. The facility has reported that disinfection has always been performed according to the IFU, but they do not document the disinfections. The unit has been replaced and is no longer in use. A review of the DHR could not identify any deviations and nonconformities relevant to the reported failure. As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure. Unit has been replaced by facility.